Event description:
A past cartridge alarm was reported on a tandem mobi pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by reloading the cartridge and resuming insulin use the same day. No additional information about the outcome of the event was provided.